Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three random sealed reservoirs were tested and it passed per specifications, no air bubbles were noted.

Event description:
It was reported that the customer had issues with three reservoirs. Air bubbles formed inside the reservoirs. The customer's blood glucose level was not reported. The product will return. Nothing further to report.